Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose. Troubleshooting was performed. The customer stated that her glucose levels were high for the past three weeks. The customer stated that she was treated with an insulin drip. The customer stated that she changed the infusion set to resolve the issue. Reviewed the programming and no changes found. The customer requested a replacement of the insulin pump. No further info was provided.